Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the manufacturer representative were working on l1-l2. The surgeon felt that the screw skived laterally on l2 left side. It looked to be about 4mm off. After placing all screws, the site took a imaging spin with the spinous process clamp and was able to re-position the screw using navigation. The surgeon felt that the probable cause was their fault, as the skin incision was not large enough and may have caused skiving. There was no patient harm and the procedure was delayed less than one hour.